Event description:
It was reported that during equipment testing conducted prior to the start of a surgical procedure, the rover began smoking. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service tech was dispatched to the user facility to evaluate the rover. The tech did not observe any smoke when functionally testing the device, and there was no evidence found to support the allegation of smoke. Repairs unrelated to the reported incident were performed, and the device was returned to use.